Event description:
It was reported that a malfunction alarm occurred on the pump, identified by a malfunction code that was resettable. There was no adverse impact to the customer¿s blood glucose level. The customer successfully reset the pump with assistance from technical support and was able to resume insulin use without needing further help.